Manufacturer narrative:
The unit was received and inspected. Upon initial inspection of the chest drain, the original packaging materials that protect the drain were not provided, but the drain was found to be in good condition with no signs of damage. To ensure that the drain in question performed properly the device was prepped per the instructions for use and tested. The drain was filled to the recommended fill line and hooked up to a vacuum at 109cmh20. The drain began to bubble as expected. The vacuum created was -20.7 indicating that the drain was creating the proper amount of suction. The drain was performing properly and maintaining the proper amount of suction. The device was fully functional. It is not known why the drain would not create vacuum when at the user's facility. It's possible that the vacuum source at the institution was not working at the time or there was a possible leak in one of the connections. Based on the results of the investigation atrium cannot conclude that the device was defective, therefore cannot determine the root cause of the complaint.

Manufacturer narrative:
The drain in question was not returned for an evaluation, therefore the functionality of the drain could not be performed. A review of the device history records indicates that this lot of chest drains passed all quality inspection requirements and no non-conformance reports were generated during the manufacture of the product. Several attempts were made to obtain additional information regarding the event without any success. It is a possibility that the facilities vacuum source was not functioning properly or was not producing the correct amount of suction. Without having the returned unit in question it is impossible to evaluate the functionality of the drain and to determine root cause. Clinical evaluation: the ocean water seal chest drain is indicated for evacuation of air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It also facilitates post-operative collection and re-infusion of autologous blood from the patient's pleural cavity or mediastinal area. The instructions for use (IFU) states in precautions that patient tube connections, water seal, and suction control chamber should be checked regularly to confirm proper operation. The IFU instructs in step 4. Connect suction to chest drain - attach suction line to suction port on top of chest drain. Turn suction source on until constant, gentle bubbling occurs in chamber a.

Manufacturer narrative:
Additional information: unit received for investigation and a follow-up report shall be submitted upon completion of the evaluation.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR files: 3011175548-2017-00189, 3011175548-2017-00190, 3011175548-2017-00191, 3011175548-2017-00192, 3011175548-2017-00193, 3011175548-2017-00194, 3011175548-2017-00195, 3011175548-2017-00196, 3011175548-2017-00197, 3011175548-2017-00198, 3011175548-2017-00199.

Event description:
Report received stated that the ocean drain was unable to produce suction. No further information has been provided.